Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") and ectopic pregnancy termination ("pregnancy (termination)") in a female patient (gravida 7, para 3) who had essure (batch no. C35242) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 3 ((B)(6) 2002, (B)(6) 2008, (B)(6) 2014), ectopic pregnancy, c-section, ex-smoker and breast reduction. She denied alcohol/substance use. Concurrent conditions included overweight. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and ectopic pregnancy termination (seriousness criteria medically significant and intervention required). In 2015, the patient underwent ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and ectopic pregnancy termination (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy). At the time of the report, the ectopic pregnancy with contraceptive device and ectopic pregnancy termination outcome was unknown. The reporter considered ectopic pregnancy termination and ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: current weight: (B)(6). Mr- right ostia, three coils were counted and on the left ostia there were more than five coils counted. Removal of right tube, left fimbrial removal only. This case ((B)(4)) linked to main pregnancy case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Pregnancy test - in 2015: ectopic pregnancy. On (B)(6) 2016 : surgical pathology report : gross description: received right fallopian tube, left fimbriated end of tube was a 5 cm in length by 0.6 cm in width the fimbriated segment fallopian tube with a pink smooth serosa. The lumen was 0.1 cm. Within the same container was a 1cm in length x 0.6 cm in width the fimbriated end fallopian tube with a pink smooth serosa. A 0.5 cm paratubal cyst was identified containing clear watery fluid. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: ectopic pregnancy with contraceptive device, ectopic pregnancy termination, device ineffective". Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") and abortion of ectopic pregnancy ("pregnancy (ectopic)/ abortion") in a female patient (gravida 7, para 3) who had essure (batch no. C35242) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 3 ((B)(6) 2002, (B)(6) 2008, (B)(6) 2014), ectopic pregnancy, c-section, ex-smoker and breast reduction. She denied alcohol/substance use. Concurrent conditions included overweight. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device and abortion of ectopic pregnancy outcome was unknown. The reporter considered abortion of ectopic pregnancy and ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: current weight: 190 lbs mr- right ostia, three coils were counted and on the left ostia there were more than five coils counted. Removal of right tube, left fimbrial removal only. This case (B)(4) linked to main pregnancy case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Pregnancy test - in 2015: ectopic pregnancy (B)(6) 2016 : surgical pathology report : gross description: received right fallopian tube, left fimbriated end of tube was a 5 cm in length by 0.6 cm in width the fimbriated segment fallopian tube with a pink smooth serosa. The lumen was 0.1 cm. Within the same container was a 1cm in length x 0.6 cm in width the fimbriated end fallopian tube with a pink smooth serosa. A 0.5 cm paratubal cyst was identified containing clear watery fluid. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: ectopic pregnancy with contraceptive device, ectopic pregnancy abortion, device ineffective". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.